Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced on going blood glucose levels in the 300's (mg/dl) range. The customer reported using 22 units of insulin to fill the tubing instead of the usual 16 units. A system check was performed and a few air bubbles were observed in the cartridge tubing. Reportedly, the customer successfully expelled the air bubbles to resolve the issue. During follow up from tandem technical support, the customer's bg level trended down to 220 mg/dl.